Event description:
Sfa stenting-patient enrolled in trial in another country: mild distal embolization reported during procedure. Patient recovered without permanent injury.

Manufacturer narrative:
Please reference MDR 2183870-2008-00208 for other protege everflex used in this procedure.